Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a left femoral approach, the 99% stenosed lesion was located in a moderately to severely calcified and moderately tortuous right superficial femoral artery. The 5.0 x 150, 75cm mustang balloon catheter was being used for pre-dilatation when the balloon ruptured at 10 atms upon first inflation. The balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).